Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Inflammation/irritation: unable to observe as it is not related to the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, and capsulitis diagnosed via ultrasound and MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture and inflammation/irritation requested on feb 15, 2024. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side capsular contracture grade, baker grade iii, and capsulitis diagnosed via ultrasound and MRI. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture grade, baker grade iii, and capsulitis diagnosed via ultrasound and MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.